Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-4501 meniscal cinch¿ ii, batch 15072598, was received for evaluation. - upon visual evaluation, it was noted that the trigger buttons were damaged. The cannula and tip also appear to be damaged. The cannula also appears to be damaged. The most likely cause is attributed to misuse due to user error of using excessive force to pry and/or leverage the device.

Event description:
On 21st january 2025, it was reported by an arthrex employee via email that an ar-4501, meniscal cinch ii, had a broken first implant. This was detected during a meniscus repair procedure on (B)(6) 2025. The first implant broke when pushing the button. The button for the second one failed to push. The knot pusher / cutter used was ar-4515. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-4501.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.